Event description:
A user facility biomedical projects manager reported a dialyzer blood leak during a patient's hemodialysis (hd) treatment. The estimated blood loss (ebl) was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. A dialyzer from the reported lot was returned for evaluation. During gross visual examination, a delamination was observed to be extending from approximately 330° to 30°, with the ports at 0°, on the cavity ID end, as well as from approximately 330° to 45°, on the non-cavity ID end. Further visual examination did not identify any other damage or irregularities on the returned sample. During the lot history review it was noted that there are four other complaints reported against the lot. All four complaints address internal blood leaks. The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that the threshold was exceeded. Quality event number 1629920 was initiated for further investigation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dn) and a non-conformance (nc) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Event description:
A user facility biomedical projects manager reported a dialyzer blood leak during a patient's hemodialysis (hd) treatment. The estimated blood loss (ebl) was unknown. Additional information was requested but was not received to date.

Event description:
A user facility biomedical projects manager reported a dialyzer blood leak during a patient's hemodialysis (hd) treatment. The estimated blood loss (ebl) was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.